Event description:
The complainant reported the patient was on impella cp support and during support, the patient was being transferred to a different hospital. The seatbelt was placed over the impella insertion and this caused bleeding and a hematoma. A femstop was placed and this was effective. The pump was explanted and replaced with an impella 5.5. It was stated that the bleeding was not the sole reason for the replacement. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Manufacturer narrative:
The investigation of access site bleeding has been completed. Site bleeding: clinical reported that during transportation, the transport team placed the seatbelt over the insertion site, which led to bleeding and a hematoma. The pump was returned for investigation and no kinks or abnormalities were found. The cause of the access site bleeding was most likely a use issue, as the clinical reports a seatbelt was placed over the insertion site during transport, causing the hematoma.